Event description:
It was reported that pump repeatedly prompted to fill tubing, and customer could not identify specific error message while pump history did not show any related alerts. There was no adverse impact to the customer's blood glucose level. Customer updated pump software in attempt to resolve issue, and subsequently loaded cartridge successfully, after which issue was considered resolved, with no further actions documented.